Event description:
It was reported that during the procedure, the device was getting too hot. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
The reported complaint of overheating could not be confirmed. Product did not overheat during functional testing. Unit was tested at speed settings between 100 and 10,000 rpm¿s in forward and reverse for 10 minutes. Also oscillate for 5 minutes in highest setting (9). Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat or lock up. All functions perform as expected. After the evaluation, the root cause for the reported issue was determined to be that there was no problem that was able to be found. A review of the device history record was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.